Manufacturer narrative:
Follow-up #1: date of submission 06/06/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 05/22/2015 with the following findings:on investigation, the alleged button tactile issue was not duplicated. The pump powered up to the display with auditory and vibratory features. The keypad cover was intact and no tactile issues were found with the buttons. Removal of the keypad cover did not find any damage or contamination with the button contacts. Unrelated to the complaint, the audio bolus button was found to be torn but the button responded normally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with all the keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.